Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that quality controls (qcs) were within acceptable ranges on the day of the event. The ccc specialist reviewed the instrument files and determined that a sample integrity issue or sample specific issue potentially contributed to the discordant, falsely low enzymatic carbonate (eco2) result. Siemens advised the customer to follow the tube manufacturer's instructions for use and educated the customer on sample handling recommendations. The customer indicated that this was the only sample affected and quality controls and other patient samples recovered acceptably. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was reported to the physician(s), who questioned the result. The sample was refrigerated and repeated on the same instrument, resulting higher. The patient was redrawn and the new sample was repeated on the same instrument, resulting higher. The repeat result obtained on the initial sample and the redrawn sample result were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low eco2 result.